Event description:
A user facility reported a battery issue (battery consumption) with the visera 4k uhd camera control unit. During a standard service inspection of the customer returned device, an e117 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, an e117 error occurred due to a solid-state drive failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the solid-state drive failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "code: e117. Error message: otv error. Probable cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.